Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device¿s bag tore while being used in removal of gallbladder. There was no injury caused to the patient and no medical intervention was required.